Manufacturer narrative:
A correction has been made to g3 from the initial medwatch. Correction on g3 date from 09feb2024 to 12feb2024.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video processor power supply inlet was damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the power supply inlet was damaged. The event can be detected/prevented by following the instructions for use which state: ¿caution avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ olympus will continue to monitor field performance for this device.